Manufacturer narrative:
Section h1: correction. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the submitted log file. The log file contained approximately 7 days of data (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured a controller fault alarm on (B)(6) 2020 from 3:33:36 to 13:36:32 due to a backup battery test circuit fault. The log file also captured a controller fault alarm on (B)(6) 2020 at 18:59:55 due to two consecutive lcd faults. Both controller fault alarms appeared to resolve on their own. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for evaluation. A request for additional information was made to obtain the serial number of the system controller associated with the event and to determine if the controller will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed a system controller fault on (B)(6) 2020 and the site planned to exchange the controller. The log file captured the replace controller event that was due to an emergency backup battery fault.